Event description:
It was reported that during procedure upon connecting the first fiber, it was not recognized by the laser. Attempts were made to connect, but the first fiber was not recognized. Then the laser was restarted, after this, the fiber was recognized, and the connection completed. Later, after starting the procedure an unusual noise was heard on the surgical field side. However, no fiber breakage or burning of the covering clothe could be confirmed. The first fiber was removed, and the connection was checked, and an abnormality was confirmed. The procedure was completed using another fiber. There were no patient complications reported. The fiber was returned, and analysis identified a connector fracture

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was slightly degraded, there was no light exiting the connector indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event experienced by the customer was confirmed.